Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with a heel warmer. The customer states that while trying to activate the heel warmer, it burst onto the in-patient's bedsheets. The liquid did not come into contact with the pt. The liquid only landed on the bed sheet. There was no medical intervention required and no harm to the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.